Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test per (B)(4). Sensor passed per specification with accurate readings. They were unable to confirm the needle complaint because the customer did not return the insertion needle. Customer only returned the sensor.

Event description:
The customer reported via phone call that she was receiving calibration errors. Customer's blood glucose was 342 mg/dl. Customer stated that they are experiencing intermittent calibration error alerts. Customer stated that she calibrates more than 7 times a day. Customer was advised to calibrate 3-4 times daily when stable. Customer was also advised to change her site and to return her sensor. Customer stated that the issue has happened with the last 3-4 sensors that she's worn. Customer mentioned an incident where the pump was saying that she was low and it was trying to threshold suspend. Customer stated that her blood glucose was close to 400 mg/dl. Customer stated that there have been 4 incidents where the pump will threshold suspend before a predictive low alarm. Customer stated that she calibrates every time that she checks her blood glucose which is 7 times or more a day.